Event description:
Customer reported that the insulin pump is dead. Customer changed the batteries and the insulin pump still does not come on. Customer stated that they went kayaking and the insulin pump was dropped in the river. Fluid is noted to be visible in the screen of the insulin pump. Customer's current blood glucose reading is 288 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump had moisture damage on electronics. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.